Manufacturer narrative:
Adverse event or product problem corrected to adverse event in initial MDR. Outcomes attributed to adverse event corrected to other serious in initial MDR. Event discription should have included: "the reporter did not indicate whether a back-up iol was implanted after the initial iol was removed. Thus, the patient is considered aphakic. Leaving a patient with aphakia after the removal of the patient's natural crystalline lens is considered an injury." Type of reportable event corrected to serious injury in initial MDR. Patient code 2199 corrected to patient code 3191 (no code available: aphakia). 2199 is not applicable in initial MDR. Device code 3189 corrected to device code 2993. 3189 is not applicable in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. The lens was returned in liquid in case/vial. Visual inspection found the lens optic and one haptic torn off and missing. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cq2015a collamer three piece lens, +22.0 diopter, and the haptic was noted to be torn. The lens was removed with no patient injury, no incision enlargement or sutures. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.